Event description:
A caregiver contacted a baxter tech service rep (tsr) regarding help bypassing dwell 1 of 6 to drain 1 of 6. Daughter stated hp had a manual fill of 2l today and that she bypassed I-drain cycle thinking that she was empty. Then hp went through fill 1 cycle and then to dwell 1. Daughter stated that the hp felt full. Tsr had daughter bypass cycle to drain 1 of 5 (dv=4089ml). Tsr then had the daughter check the initial drain volume (6ml) and the fill volume (2200ml). Machine went into fill 2 of 5 and hp felt ok. Tsr asked the daughter to swap the machine and she stated that the hp did not want the machine swapped, as she knew it was her fault for bypassing the initial drain cycle when she had solution to drain. Per initial report, baxter's tech service ctr assisted the customer in evaluating and resolving the alarm/issue during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report.